Manufacturer narrative:
The analysis results confirmed that device (a) was returned with the distal tip of the blade broken off and missing. The fractured distance measured approximately 7.44mm from the top of the outer tube. The device functioned in air while being activated. However, the device did not cut due to the condition of the blade. The identified blade damage may have occurred from external contact during pre-op or general use. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Device (b) was received with the blade scratched, nicked and cracked. Due to the damage to the blade, the device was non functional. The identified blade damage may have occurred from external contact during pre-op or general use.

Event description:
It was reported that the devices were used in an unk procedure; two devices did not work. Another device was opened to complete the case. There was no consequence to the patient.